Event description:
It was reported to boston scientific corporation that an amplatz superstiff urological guidewire was used in an unknown procedure. According to the complainant, during the procedure, an amplatz superstiff guidewire frayed at the tip when inserted into the dual lumen catheter. The tip of the device detached within the patient and was retrieved. The procedure was successfully completed with a second amplatz superstiff guidewire. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned amplatz superstiff guidewire revealed an MDR-reportable malfunction of the corewire being fractured. The MDR is based upon the evaluation results.

Manufacturer narrative:
(B)(4) - guidewire and (B)(4) - tip relates to (B)(4) and (B)(4) for the reported event of guidewire tip frayed and detached. Scanning electron microscopy (sem) for fracture analysis was performed. The suspect device, an amplatz polytetrafluoroethylene (ptfe) .035 superstiff guidewire was returned and visually inspected. It was observed that the guidewire was severely elongated and unraveled and the distal tip section separated/detached approximately 3cm with the core wire intact but separated from the ballweld. The entire length of the wire was examined and the core wire was observed as kinked at 2 cm, 7cm and 9 cm from the distal end. The device appears severely damaged and there is evidence of core wire fracture. The fractured sections were sent to sem (scanning electron microscopy) for fracture analysis. The sem results revealed that within the primary and secondary distal and proximal fracture sites and surface of the flat ribbon coil, evidence of compression and tension indicative of a bending overload motion. The flat ribbon split open along the longitudinal grain boundaries that appear as a fibrous material. The fracture surface exhibited fatigue striations, microcracks and dimpled ruptures in the tear. The core wire fracture site and surface exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted on the fractures. Based on the analyses performed, it was concluded that the core wire fractured due to a torsional overload. A device history record (DHR) review was performed which contains the production history of a finished device and found no anomalies that are related to the failure.